Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, curved openings with striated edge on posterior side and linear smooth opening in a crease on posterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. A smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side saline implant "rupture." Device has been explanted.

Manufacturer narrative:
Additional changed and/or corrected data: b.5, d.7, d.10, g.1, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side saline implant "rupture." Device remains implanted.